Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6)/2020. The patient developed a rash with itching and urticaria (hives) on (B)(6)/2020. The patient contacted the diabetes nurse and was prescribed penicillin and advised to discontinue using dexcom. No additional patient or event information is available.